Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) triggered end of service (eos) prematurely, due to excessive charge time. An alert was triggered for the charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.